Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low/elevated blood glucose (bg approximately 50-310 mg/dl). Bolus via the pump was delivered to address elevated bg and carbohydrates consumed to address low bg. During troubleshooting with tandem technical support (cts), the am/pm time setting was reversed. The customer reported that it was user error. No other issues were identified during the pump system check. Cts assisted the customer with correcting the time setting.